Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The user expressed a desire to have the sensor removed due to lack of confidence in the system. Customer care verified the user's information and made multiple outreach attempts by phone, sms, and email after the territory manager requested assistance, but the user remained largely unresponsive and did not provide examples, calibration details, or complete troubleshooting steps.the case was escalated for review due to the user's request for removal and continued reports of inaccuracy. Analysis determined there was insufficient information to evaluate system performance because the user was not actively using or syncing the system and declined further engagement. Customer care advised that, if the user becomes responsive, full troubleshooting should be completed, including reconnecting the system, performing a manual sync, entering calibrations, and allowing monitoring. The user ultimately replied "stop" to sms outreach, and the tm was notified. With no further action possible, the case was closed. B4. Date of this report 27 jan 2026. D4. Additional device information updated. G3.date received by the manufacturer? 27 jan 2026. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.